Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. On 06/25/2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 4 times per day since she has left the hospital after receiving surgery for a hernia. Because her blood glucose has been relatively elevated, the patient's doctor wanted the patient to test her blood glucose more frequently. The patient does not take any medication for diabetes. The error 2 message began on original date at 9am. The patient usually eats at around 8:30am to 9am. However, on the day of concern, the patient reportedly wanted to obtain her blood glucose reading before she ate her breakfast. The patient indicated that she tried to obtain a blood glucose reading for 20 minutes but was unsuccessful. At 9:20am, the patient allegedly developed symptoms described as "shakiness." At the same time, the patient contacted lifescan for assistance and was able to resolve the error 2 message with training. The patient reportedly obtained a blood glucose of "152 mg/dl" on the day of concern at an unspecified time. The patient does not recall what treatment she obtained in order for the shakiness to abate. However, the patient indicated that the shakiness did not last long. The patient does not know if the symptom of shakiness was due to hypoglycemia. She attributes her shakiness to the fact that she has recently been released from the hospital after a hernia surgery. The patient further indicated she felt that had she ate at her usual time on the day of concern, she may have prevented the aforementioned symptom. This compliant is being reported because the patient had symptom that can be suggestive of hypoglycemia 20 minutes after the error 2 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.